Event description:
Additional information indicates that the patient presented with puss at the ipg site. The patient was treated with antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Correction: section h6- health effect - impact code should have been 4627 - device explantation, 4613 - minor injury/ illness / impairment, and 4645 - prophylactic treatment rather than 4627 - device explantation, 4613 - minor injury/ illness / impairment only.

Event description:
It was reported the patient has a pin size hole at the incision site. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.